Event description:
It was reported that the patient had not experienced pain relief from any of the programs of the spinal cord stimulator (scs) device. The scs was also no longer functioning as intended after receiving the end of service message. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and not returned.